Event description:
This supplemental report is being filed to provide additional information that the entire subcutaneous system was removed because the patient had a heart transplant. There were no additional adverse effects. No new system was implanted. It was reported that the patient received an inappropriate shock due to oversensing of myopotential noise. Office testing found noise in all sensing vectors. Technical services advised to get an x-ray. Also, the smartpass feature had programmed itself off. The feature is now back on. There were no adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing of myopotential noise. Office testing found noise in all sensing vectors. Technical services advised to get an x-ray. Also, the smartpass feature had programmed itself off. The feature is now back on. Later, the device was explanted. There were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient received an inappropriate shock due to oversensing of myopotential noise. Office testing found noise in all sensing vectors. Technical services advised to get an x-ray. Also, the smartpass feature had programmed itself off. The feature is now back on. There were no adverse patient effects. The system remains implanted.